Event description:
It was reported that the flange on the trach broke when patient was positioned for trach care. The flange on the trach tube split into two. Patient involvement is unknown.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. H3: device not returned to manufacturer. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review could not be performed as the lot number was unknown. If the product is returned the manufacturer will re-open the complaint for further device analysis.